Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), potential risks associated with the overall tavr procedure, including potential access complications associated with standard cardiac catheterization procedure, balloon valvuloplasty, and the use of angiography include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion and/or death. Included under contraindications for the transfemoral procedure are patients with significant aortic disease, including arch atheroma (especially if thick [> 5 mm], protruding or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta. Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures, and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris. Aortic and annular structure tissue or calcification can also be disrupted during ta/tao sheath insertion, balloon valvuloplasty (bav), and deployment of the prosthetic valve. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (valve alignment, device tracking across the aortic arch), patient factors (severe tortuosity in the thoracic-abdominal aorta) likely contributed to the right brachial artery obstruction and subsequent embolectomy. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-03556.

Event description:
As reported by our affiliate in (B)(6), prior to a transfemoral tavr procedure, it was noted that the patient had a sigmodal curve in thoracic-abdominal aorta due to thoracogenic-lumbar scoliosis and severe hunchback. Additionally, the cardioaortic position was as similar to situs inversus since the thoracic spine curved right side. Following the insertion of the esheath, while advancing the delivery system, no resistance occurred inside the sheath; however, outside of the sheath, due to the tortuosity in the thoracic aorta, intense resistance was experienced during valve alignment. Following valve alignment, the flex angle was frequently adjusted and the delivery system was able to track the aortic arch. During the delivery system tracking, the valve frame grazed the aortic wall near the ostium of the brachiocephalic artery. Since the pulse became undetectable by the arterial line in the right radial artery, angiography was performed in the right brachial artery post valve deployment. Angiography revealed a right brachial artery obstruction near the elbow. After the tavr procedure, neurological exam showed no abnormality and symptomatic cerebral infarction was ruled out. A right brachial artery embolectomy was performed. Per the physician, the access route tortuosity was very severe. The tortuosity could not be stretched with the guidewire because of the calcification. It was speculated that if a stiff wire was inserted from the contralateral side, it would have tracked the lesser curvature of the aortic arch and then could not have stretched the tortuosity. Since the patient had dementia, general anesthesia was avoided due to the concern of delirium after the procedure. The valve remains implanted in the patient. Information concerning the access vessel minimum luminal diameter (mld) was not provided. Severe vessel calcification and severe vessel tortuosity was reported. A sigmodal curve in thoracic-abdominal aorta was also reported.